Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom, downstream occlusion error, which was reproduced. The eval found the downstream sensor current reading with a fluid filled set loaded to be above spec. Further eval determined that the downstream pusher plate gap was too narrow. The downstream tubing guide was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a downstream occlusion error. It was also reported there was pt involvement, but that there was no associated pt injury.